Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The device was found to be leaky. The motor was not running smoothly, therefore it was replaced. After the second sterilization cycle, the service center noted that there was a short circuit in the motor cable read by the insulation resistance being found out of specification, therefore the motor cable was replaced. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed dissimilar complaints for this serialized device with the product code that was released to distribution. It was indicated by the service center that the device was leaky, in which case the leaking fluid has the potential to cause corrosion of the motor component. Corrosion of the motor component has the potential to cause the motor to not run smoothly, therefore is a potential root cause for the motor not running smoothly. The service center indicated that the short circuit was detected after the second autoclave cycle, however did not indicate whether or not this operation caused the fault in the wire. Therefore, we cannot discern a potential root cause for the short circuit failure given the information provided. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure, it was observed that the motor on the micro tornado hp w handcontrol was damaged and that it did not turn and was jammed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.